Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 522 to 594 mg/dl at the time of the incident. The customer was at 279 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, and stomach ache. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller alleged under delivery. Troubleshooting was completed but did not resolve the issue. The caller reported issues with the customer's transmitter. The insulin pump will not be returned for analysis.